Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for high impedance and sensing integrity counter (sic). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.